Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was not confirmed. The blades were visually evaluated and found to show some signs of use with minimal scratching on the shafts and slight wear on the cross-drive interfaces. Functional testing was done on the blades to test retention. The blades were inserted into a ratcheting driver and the cross-drive interfaces were inserted into a screw. The assembly was then lifted by the screw and the retention was verified, as the interfaces were able to support the weight of the blade and driver. The complaint is unconfirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the reported event was not substantiated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00109-2, 0001032347-2019-00110-2, 0001032347-2019-00111-2, 0001032347-2019-00293, 0001032347-2019-00295, 0001032347-2019-00296.

Event description:
It was reported these blades were dull. This was noted during inventory inspection. There was no patient involvement.